Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results from the cobas integra 400 plus analyzer. The initial result was 149.4 umol/l. The repeat results were 72.0 umol/l, 70.8 umol/l, 67.8 umol/l, and 70.5 umol/l. The initial result was reported outside of the laboratory and was corrected. The reagent lot number was 58646201 with an expiration date of 31-jul-2022.

Manufacturer narrative:
A general reagent issue could be ruled out since calibration and qc data were acceptable. Several maintenance actions were due to be performed on the analyzer. The analyzer alarm log contained many alarms indicating overfilled tubes or wrong tube configuration. The investigation determined the issue is consistent with a preanalytic issue.